Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "high downstream pressure sensor may need replaced" was not reproduced. The device was sent to the flow line for downstream occlusion testing however, the testing was unable to be performed due to a clean load pt#2 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor calibration values out of specification. The force sensor no-tube and force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed high downstream occlusion with a medium downstream pressure setting at 23 psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.